Event description:
It was reported that while in the cath lab, the md inserted the intra-aortic balloon (iab) into the femoral artery using a sheath. The md stated that "the iab catheter moved smoothly over the guidewire in aorta up to renal artery bifurcation where the iab catheter got stuck. The iab catheter could not be advanced any further." As a result, the md "pulled the iab catheter back and used fluoroscopy to re-advance the iab catheter, but could not get it to pass the renal artery junction." The registered nurse reported "no anatomical abnormalities could be observed." Because the md could not advance the iab, he removed it from the patient and inserted a second iab which was a datascope iab without difficulties.